Event description:
The glenoid components were loose and have been removed.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
DHR analysis : the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformance. X-ray analysis (by extremities engineering (B)(4)): the complaint stated that glenosphere was securely attached to the metaglene but the screws and metaglene were not fixed to the glenoid bone, it also stated that patient apparently had an accident during rehab in the hospital. Loosening may occur due to multiple factors and/or a combination of these factors, such as placement of the components, bone quality, patient selection, trauma, and the patient¿s adherence to post-operative instructions. From the information provided in the complaint it is not possible for product development to determine the exact cause of the loosening, however product development believes the accident that was reported could have lead to the loosening. Product development also made the observation that a long peg metaglene was used, which is typically only used in revision cases or in primary cases where the patient has a large glenoid defect, both of which are more challenging cases. It was also noted that only 2 screws were used to secure the metaglene, while the surgical technique recommends 4 screws. These are only observations made by product development and should not be viewed as the cause of the loosening.